Manufacturer narrative:
B3. Date is estimated; year is valid. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had experienced poor connectivity when charging. The patient must sit completely still. It was reported that it takes too long to charge. When the patient charges at night while sleeping on it, it provides a message that it is overheating and charging is stopped til it cools down. This happens every charge. This is patient's 2nd neurostimulator. The other one was easier to charge. They expect better charging.